Event description:
The customer reported that the system had an intermittent filament regulator errors. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.